Event description:
The company received information that suggested that the balloon deflated while in use by a patient and that there was no injury to the patient. Additional information has been requested from the customer.